Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. Changed another one but still had same problem. Changed the 3rd one to complete the procedure. No adverse event on the patien

Manufacturer narrative:
(B)(4). Additional information: did the blade tip fall into the patient? The tips didn't fall into the patient's body. If so, was it retrieved? N/a the device (a) was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process. The device (b) was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # (B)(4), expiration date: 06/2016, manufacturing date: 07/2011. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.